Manufacturer narrative:
User facility importer report number added.

Event description:
It was reported that during a shoulder scope surgery, the surgeon was removing an old anchor with a screwdriver. The end of the screwdriver broke off in the old anchor. It is unknown if there was a delay in the case or if a backup device was available to complete the procedure. No more information was available on medwatch form.

Manufacturer narrative:
The reported extraction device intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a shoulder scope surgery, the surgeon was removing an old anchor with a screwdriver. The end of the screwdriver broke off in the old anchor.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on this instrument. Excessive force can result in failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.